Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The t1 has been pushed behind the dimple. The variable depth straw is not trimmed. A functional evaluation showed the t1 could not be deployed due to its position behind the dimple. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the failure include an unintended misuse or failure of the deployment mechanism. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an arthroscopy, the ultra fast fix t2 implant could not be deployed. The procedure was completed with non-significant surgical delay using a back-up device . No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4).